Event description:
It was reported that during a meniscus repair procedure, t1 and t2 deployed simultaneously. All ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed t1 is missing and t2 is damaged and missing small fragments. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2.